Manufacturer narrative:
(B)(4). Batch #u93x9t. Date of event: date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the mcs20 device was returned with no apparent damage. In addition, a scissored clip was returned inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a peripheral vascular case (arm), the clips were scissoring or not fully closing. The procedure was completed with a like device with no patient consequences. No additional information is available at this time.